Manufacturer narrative:
The component failure is being attributed to stresses being applied over time leading to eventual material fatigue of the top plate. A corrective and preventative action (CAPA (B)(4)) has been implemented to investigate, correct, and monitor effectiveness. As a result of the CAPA investigation, it was decided that a thicker 8 mm material be used for the top plate, replacing the current 6 mm design. With this material design change, it was determined the change to the thicker material improved the overall strength of the component making it less susceptible to material fatigue when exposed to log term stresses. The redesigned component has been installed on the device, and the chair returned to the end-user. The DHR was reviewed and chair met specification prior to distribution.

Event description:
Received report that as end-user was being transported in a motor vehicle, the top plate of the elevator separated from the inner tube causing the seating to lean forward. No injury was reported to have occurred as a result of this event.